Event description:
It was reported that while being placed into use on a patient, the ventilator did not initiate ventilation. The patient was removed from this ventilator and placed on an alternate ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer's biomedical engineer reports that she can duplicate this malfunction. The technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended the customer complete a short self test (sst), which failed. The tse then had customer inspect the expiratory filter. The expiratory filter was cracked. The customer replaced the expiratory filter and ran an extended self test (est) and sst to verify this corrected the reported malfunction. The customer reports that this ventilator passed both the est and sst and was placed back into service.